Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent break was not confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance appears to be related to circumstances of the procedure. A conclusive cause for the reported stent break could not be determined as it could not be confirmed. Although the reported stent break could not be confirmed, it is possible the account thought the noted stent damage (stretched, bent and smashed struts) may have been interpreted as a stent break; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 70% stenosed, mildly tortuous, and moderately calcified de novo lesion in the left circumflex artery. A 2.75x28mm xience alpine stent delivery system (sds) failed to cross due to resistance with the anatomy. The sds was removed from the patient and it was noted that the distal stent was broken. The procedure was successfully completed with a 2.75x28mm xience xpedition stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.